Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's service engineer, the issue occurred when the o2 sensor was changed out during preventative maintenance of the heart lung machine (hlm).d4 - 'primary unique device identification (UDI) number' and h4 - 'device manufacturer date' are blank as this is a subcomponent of a finished good. The applicable UDI associated with the finished good that the component was being installed into at the time is (B)(4) , with a manufacture date of 19-mar-2025.